Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that the device was not fully sealing vessels during a sleeve gastrectomy, even though end tones were heard. Oozing from the vessels occurred and was controlled with the same device. Blood loss was described as being less than 200cc. The procedure was completed with the same device and there was no patient injury.